Event description:
Reportedly, the device continuously prompted connect electrodes and an analysis of pt ECG could not be completed as a result. A first medic 510 semi-automatic defibrillator which was on scene was immediately used to treat the pt. The pt was not resuscitated. The rptr stated that pt outcome was not affected by the reported discrepancy, due to the ready use of the backup device.